Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (cannot run incoming functionality testing) has been confirmed. Upon investigation the monitor would not power on. The cause for the failure was physical and thermal damage to both the computer/analog and defib boards. The cause for the damage was arching between layers of the computer/analog board resulting in high voltage deviating to low voltage circuitry. The root cause for the arching of the c/a board was unable to be positively identified. No adverse event resulted from the defective monitor.

Event description:
A us distributor returned monitor sn (B)(4) and reported that the monitor could not run incoming functionality testing.